Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced insulin flow blocked alarm event on 01 apr 2026. The infusion set was in use for greater than four hours. The blood glucose level was high and the patient managed by insulin.